Event description:
It was reported that, "surgeon revised pt, explanted alumina liner and head ball. Implanted x3 liner and new l-fit (metal) head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Pt retained implants. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.